Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation found no evidence to suggest an instrument malfunction occurred. A definitive root cause could not be determined. However, a reagent issue could not be ruled out as a contributing factor. The root cause of this event is unknown. Investigation into the performance of vitros phbr lots 2532-0053-xxxx is ongoing. The FDA (B)(4) will be notified of this issue.

Event description:
A customer obtained imprecise and lower than expected vitros phbr quality control results while using a vitros 5,1 fs chemistry system. Values of 75.18, 43.29, 73.69, 73.28 and 73.11 ug/ml were obtained from the vitros tdm pviii fluid versus the expected value of 60.7 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No erroneous patient results were reported as no patient sample testing occurred during the time period imprecise and lower than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report is number five of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).